Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was that water invaded the scope connector during user handling of the device. It caused abnormality in electronic components. The event can be detected/prevented by following the instructions for use which state: ¿the electrical connector of the endoscope is not waterproof. Before immersing or leakage testing the endoscope, always attach the water-resistant cap. Otherwise, equipment damage may result. Always use a dry water-resistant cap. Any water remaining on the water-resistant cap may cause damage to the endoscope, maintenance unit, or light source.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope had no image caused by liquid invasion inside the scope, during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: there are visible traces of liquid on the connector contacts, and contacts of the flexible board are corroded. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.